Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: lumbar herniated disc, back and leg pain. Lumbar disc disease l4 through s1. Patient underwent the following procedures: anterior retroperitoneal approach to lumbar spine in conjunction. Anterior lumbar decompression with partial corpectomy, diskectomy and foraminotomy; removal of fragment disk and diskectomy l4-5 and l5-s1. Anterior lumbar interbody fusion, l4-5 and l5-s1 with peek cage. Interbody cage l4-5 and l5-s1. Anterior lumbar plate. Use of bmp. As per-op notes: complete decompression was performed at l4-5 and l5-s1. Portions of vertebral bodies were removed at l4, l5 and s1. Central disk was removed at l4-5. A 13 spacer was used at each level, was filled with 2 sponges of bmp at each level. Patient underwent abdomen anteroposterolateral portable exam. Findings: hardware appears intact. Anterior interbody fixation devices within lower lumbar spine. Patient also underwent spine lumbar ap and lateral exam. Findings: placement of metallic anterior interbody fixation devices at l5-s1 and l4-5. Overall alignment anatomic. Hardware appears intact.

Event description:
It was reported that the patient underwent l4-s1 anterior fusion placing rhbmp-2/acs at multiple levels with synthes instrumentation and a peek cage. The patient was subsequently diagnosed with "injuries including, but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.